Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited difficulty in pairing to their phone. Upon further investigation, it was discovered that the failed to establish bluetooth connectivity. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the device was reprogrammed. No patient issues were reported.